Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Saber rx 6 mm. X 10 cm. Pta balloon catheter  was used but it ruptured before its rated burst pressure (rbp). There was no reported patient injury. The balloon was replaced with another unknown device of different size. The target lesion, vessel level of tortuousness and calcification was unknown. The rate of stenosis was reported as the 'shunt pta'. The product was clinically used, and it will not be returned for analysis.

Manufacturer narrative:
Additional information was received: there was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use, and the device was prepped normally. The contrast media, contrast ratio, and brand indeflation device were unknown. It was unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture and maximum pressure is unknown. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).   Complaint conclusion: the 155 cm. Saber rx 6 mm. X 10 cm. Pta balloon catheter was used but it ruptured before its rated burst pressure (rbp). There was no reported patient injury. The balloon was replaced with another unknown device of different size. The target lesion, vessel level of tortuousness and calcification was unknown. The procedure was reported as a 'shunt pta'. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use, and the device was prepped normally. The contrast media, contrast ratio, and brand indeflation device were unknown. It was unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture and maximum pressure is unknown. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece).       The device was not returned for analysis. A device history record (DHR) review of lot 17284785 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.       The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.